Event description:
Distractor was implanted by dr. (B)(6) on (B)(6)-2010. Pt was seen at different institution and the distractor was explanted. Reason for explant and explant date unk. It is not known if pt was compliant. MDR being filed due to uncertainty of whether there is a device issue or not. Distractor has been sent to MFR for analysis.

Manufacturer narrative:
Distractor has been sent to MFR for analysis.